Event description:
Customer reported a recent event of cracks/leaking of their syringe extension tubing where the female luer attaches to the syringe. There was no pt harm or medical intervention. The customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. The affected product has been received and the eval is pending. A follow up report will be submitted once the eval is completed.